Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot#? Not available. Where did the suture break? Unsure, but product will be returned. New user or experienced user? New. Ethicon associate present during the procedure? No.

Event description:
It was reported that the patient underwent a robotic total hysterectomy on (B)(6) 2017 and suture was used. The nurse reports that the suture is shredding or breaking. The surgeon has only used the suture a few times. The outcome was unknown. Additional information was requested.

Manufacturer narrative:
The actual sample was received for analysis. During the visual inspection under 10x magnification of the used samples, body fluids, marks on the body of the needle and the ends of the sutures were cut, which appears to be per use of surgical instrument. The sample conditions suggest an improper handling of the sample. When you are handling this or any other suture material, care should be taken to avoid damage. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.